Event description:
Patient developed a blister above right ankle following treatment with the anodyne professional unit. Blister measured approximately 1/2 inch. Patient was treated with neosporin at the therapy clinic where anodyne treatments were received.